Manufacturer narrative:
Product analysis conclusion: the reported endoleak could be confirmed on the angiogram videos received; however the cause or type of the endoleak could not be fully determined. Complete procedural or post procedural CT¿s were not provided for analysis of the stent graft in-vivo configuration. Endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak type difficult. A type iii fabric endoleak cannot be ruled out; analysis of the returned films did show some calcification in the aortic neck that has potential to contribute to an acute fabric tear, especially in the case of excessive ballooning that was mentioned by the physician. Equally, a type ia endoleak cannot be ruled out; the patient¿s short, angulated, and calcified aortic neck may have lead to insufficient proximal seal. However, the images showed that after implanting the aortic cuff the endoleak did not resolve it is likely that there was an acute type IV blush endoleak caused by fabric porosity. A type IV typically appears as a focused leak from the flow divider that is due to the higher porosity in that portion of the graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues that may have contributed to the observed endoleak(s). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 90mm ruptured abdominal aortic aneurysm. It was reported that on the morning of the evar procedure the patient had syncopes, abdominal and stomach pain. When the patient presented to the hospital, the systolic blood pressure was 65mmhg and the hemoglobin was 7. A CT confirmed the ruptured aaa. After the CT scan the patient's creatinine was 1.4. It was reported that during the index procedure, after the evar was completed that during control angiogram a type iiib endoleak was identified in the main body. After this an aortic cuff was implanted as treatment. As per the physician the cause of the event can not be determined. It was mentioned that it may have been possibly due to ballooning with high pressure. It was reported that it was an endurant aortic cuff implanted as a proximal extension for the treatment of the iiib endoeak during the index procedure, it was confirmed the endoleak did not fully resolve after its implantation. No additional clinical sequalae were provided and the patient will be monitored.